Event description:
It was reported that a patient presented remotely via merlin. Net the atrial lead exhibited noise over sensing observed on high ventricular rate episodes which had led to inappropriate mode switch. No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.